Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the ICD exhibited backup vvi operation due to MRI. A software download was performed successfully. The patient was okay.